Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2014. The patient manages her diabetes with oral medication, diet and exercise and on (B)(6) 2014 at 02:30pm consumed more food or drink. The patient denied developing any symptoms however stated that on (B)(6) 2014 at 01:00pm she presented at an emergency room (ER) where she had her blood glucose tested on an ER meter, giving a result of ¿270mg/dl¿ and received advice from a healthcare professional (hcp) to ¿work on her diet, alleviate stress and increase the dose of her medication¿. During troubleshooting the cca noted that the patient followed the correct testing procedure and the test strip completely drew in the blood sample. The issue remained unresolved when the patient was walked through a retest. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia or receive medical intervention for an acute episode of either of these conditions. This complaint is being reported because the alleged meter issue was not resolved with troubleshooting.